Event description:
It was reported the pt had fallen. Afterwards, the pt lost stimulation. It was also reported the charger and programmer can no longer communicate with the ipg. The pt is also experiencing a burning sensation at the ipg site. The pt will meet with his doctor to discuss the next course of action.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Correction: 1627487-12192011-001-c. This serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.